Event description:
A surgeon reported a patient who is disappointed in his results following bilateral intraocular lens (iol) implant surgery. The surgeon reported the patient is experiencing metamorphopsia in both eyes, right eye worse than left, diplopia in his right eye and a hyperopia in both eyes. Medical records were received and reviewed. The patient reported monocular diplopia in his right eye on the third postoperative day. For the left eye, the patient reported metamorphopsy at the one month postoperative visit. He reported he could not see well at distance and close vision with no pain and some lacrimation at his six week postoperative visit. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).